Manufacturer narrative:
No further information was provided. This report will be updated if additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The code was observed during a routine post-surgical procedure device interrogation. It was planned to explant the device and return it for laboratory analysis. However, the field representative later reported the patient had passed away before a replacement procedure was performed. The cause of death was not provided. The device may yet be returned from the mortuary. At this time, the model number of the device was unknown; a request was made for the field representative to obtain additional information about this event.